Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported a no delivery alarm on his insulin pump after a bolus delivery. Customer's blood glucose is 114 mg/dl. In troubleshooting, insulin exited the tubing during a fixed prime. The issue was resolved with a complete set change. Customer was advised to call if the issue recurs. Nothing further reported.